Manufacturer narrative:
This report was initially submitted following notification of a misidentification result when testing a patient sputum isolate with the vitek® ms instrument (reference# 410895, serial# (B)(4)). The customer reported that the vitek ms obtained an identification of brucella species. Retest via vitek ms obtained "no identification (noid)" results. The isolate was also tested via pcr and biochemical tests which did not confirm the vitek ms brucella species result. The expected organism identification is unknown. Biomérieux internal investigation was conducted. However, the patient isolate was not submitted by the customer. Data files submitted by the customer were analyzed. This analysis determined the vitek ms system was functional during customer testing. However, the data showed evidence of poor spot preparation by the user(s). As the expected identification is unknown, it is not possible to conclude on the organism identification. To confirm the identification, sequencing can be performed as it is the reference method for vitek ms identification. Based on the results of the re-test (no identification results), the organism could be a species not present in the vitek ms kb v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924 - a for vitek ms clinical use v3.2: " testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." Suspected causes retained: non optimal spot preparation. Species not present in the vitek ms kb v3.2.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification result when testing a patient sputum isolate with the vitek® ms instrument (reference# 410895, serial# (B)(4)). The customer reported that the vitek ms obtained an identification of brucella species. The isolate was also tested via pcr and biochemical tests which did not confirm the vitek ms brucella species result. The customer has not yet provided the alternative identification test results of the organism. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate in internal investigation.